Event description:
It was reported that the caller was unable to determine capture or sensing on an atrial lead. The caller was also unable to see p waves marked. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.